Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect air in line during therapy in the neonatal intensive care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom,undetected air in line, which was not reproduced or confirmed during evaluation . The unit passed all air-in-line testing including introducing a 1 inch "bubble" of air in the set multiple times. Evaluation found the pump to detect a 1 inch air bubble at rates 10, 40, 100, 400, 800 and 999 ml/hr with an audible alarm after each air in line detection. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08687 can be removed from the FDA database.